Manufacturer narrative:
No evaluation was performed as the device was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that part of the blade tip broke off of part of the blade and they had to open another one. The rep noted that it would have been the initial use as the do not reprocess blades. No patient impact was reported.